Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. As per medtronic instructions, the reliaspheres are not approved or validated by medtronic. The use of untested/unvalidated spheres may impact navigation performance including system accuracy. Per the case description, the accuracy was not seen after the site switched to medtronic approved, izi spheres.

Manufacturer narrative:
System log files have not been returned to the manufacturer for software evaluation.

Event description:
A medtronic representative reported a 1-2mm inaccuracy during a spine fusion procedure while using the right and left tactile probe and thoracic probe. The site was using reliaspheres. The medtronic representative changed them to izi spheres and there were no further issues with accuracy. The surgeon also made a change to navlock and confirmed they were accurate. The procedure was completed with the use of stealthstation s7 system. There was no impact on patient outcome.